Event description:
From march 1976 to october 1996 the individual wore latex medical gloves in the performance of her job duties. This exposure to latex allegedly caused the individual to become sensitized and allergic to latex products.